Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump has been having issues with draining the batteries. The device has alarmed power error alarms and customer has changed the batteries, however they are lasting less and less. Customer's blood glucose was unknown. Troubleshooting was performed and during one of the questions the customer mentioned the device had died completely and the screen was blank. Customer is requesting the device to be replaced as customer thinks there is something wrong with the device.